Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire assembly that was missing its cap along with several other components in an opened kit. The customer also provided a photograph depicting a guide wire protruding from the straightening tube. No cap was visible in the photo. The returned guide wire was kinked at 5 cm from the j-tip. No separation or unravelling was observed. The wire was intact and within dimensional specifications. This guide wire is packaged in a rigid tub with a protective cap over the j-bend to prevent damage. The customer did not indicate the status of the cap upon opening the kit. A review of manufacturing records did not yield any relevant findings. Since it appears that the cap came off the swg assembly during transit, the probable cause of this issue is shipping and handling related. No further action will be taken. No conclusion code could be found for this result so that cell has been intentionally left blank.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the kit in the micu, the guide wire was found bent. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.